Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during cycle 5. The patient's ultrafiltration (uf) reading was 1423 ml, indicating the home patient (hp) drained 1423 ml more than the largest prescribed fill volume of 2200 ml. This meant the total drain volume was approximately 3623 ml, which meets the iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The probable cause for the iipv was determined to be caused by insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Device met specifications relative to iipv in the logs.